Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record confirms the subject device was shipped in accordance with specifications. There were several attempts of communication reaching out to the customer to obtain additional information and the status on whether or not the subject device would be returned. However, there has been no response. As a result of the investigation, since the subject device was not returned, and detailed information of the foreign material is unknown, a review of previous complaint records aided in identifying the root cause. It is likely the phenomenon occurred due to a difference in the reprocessing process between the user facility and what is identified within the instructions for use. If the subject device is returned and evaluated, a supplemental report will be executed.

Manufacturer narrative:
As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
A user facility reported that a string was visualized in the scope when using the borescope to inspect the channels. No patient involvement or injuries were reported. No additional information has been obtained.